Event description:
It was reported that the right ventricular (rv) lead showed a jump in superior vena cava (svc) coil impedance to high values then it impedance came back down. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Alert for out of range subthreshold lead impedance alert on (B)(6) 2014. Svc lead impedance within normal limits; begins trending out of range week ending (B)(6) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead, implanted 2006 (B)(6). (B)(4).